Event description:
On (B)(6) 2012, customer reported that the ratio pump on the cx5 delta instrument leaked. Customer stated that approximately 50 ml of clear fluid leaked and was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and observed an accumulation of dried fluid on top of the base plate and surrounding acrylic cylinder. No active leak was noted. Fse primed the system numerous times and no active leak could be identified or replicated. Fse replaced the ratio pump and performed preventive maintenance. No further problems were reported.

Manufacturer narrative:
(B)(4).